Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the usb cable was observed to be loose in the pump usb port, and the pump was intermittently unable to charge without the cable being maneuvered in the port. The customer's blood glucose level was 240 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.